Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The leak was identified, ¿when the user opened the front door¿. To resolve this issue, the user replaced the set and was able to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.